Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(6); product family: scs-ipg-r, upn: m365sc11600, model: sc-1160, serial: (B)(6).

Event description:
It was reported that the patient experienced inadequate pain relief. It was also noted that all contacts on both leads had high impedances. The patient underwent a spinal cord stimulator (scs) replacement procedure and a magnetic resonance imaging (MRI) compatible device was implanted. The patient was doing well postoperatively and the explanted device components were discarded by the medical facility.